Event description:
Paralysis due to spinal cord stimulator operation 04/12/2021. Gastric bypass complications, leg injuries / connections, cerebral palsy. My wife had spinal cord stimulator operation for pain control / leg injuries. (B)(6). Think (B)(6) 2019. (B)(6) went bankrupt. Dr (B)(6) said we just thought they would be bought out. Battery pack migrated, there was no more intel or programming updates. After first saying there was an abbott interface for existing lead, or (B)(6) replaced whole system. My wife was paralyzed from waist down in what was supposed to outpatient day surgery at (B)(6) hospital. She had a lot of bruising as thought she had been dropped, was first told spinal cord bruise would heal up, up to take two years, never healed up. She had foley catheters and suprapubic (at (B)(6) where she taken against her wishes). She had repeated utis and this is basically what killed her, sepsis. They need to stop doing these spinal cord stimulator operations. Left paralyzed and now dead. Paralyzed for two years. Don't know if it was device or surgeon. She was (B)(6), dob: (B)(6) 1965, (B)(6). I am (B)(6). Ref reports: mw5148434 and mw5148436.